Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about an unknown patient. It was reported that the patient had a new device implanted and there was high impedance on bipolar pairs 8-9 at 4492. The patient¿s therapy impedance was 65ohms, and the contacts of c-11 are low. There were no symptoms reported. No further complications were reported or anticipated.